Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation from the lifevest. The patient indicated that her doctor recommended treatment with benadryl and cortisone cream. The patient reported that the rash was healed.